Manufacturer narrative:
This complaint was received via (B)(6) registry. Follow up cannot be performed as no identifiable or contact information is provided in the registry. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via nbir for left side "suspected/actual rupture/deflation, change shape/size/style ." Device has been explanted.